Manufacturer narrative:
(B)(4).concomitant medical products: unknown oxford bearing, unknown oxford femoral. Initial reporter: matthijs p. Somford, reinoud w. Brouwer, pieter-stijn w.a. Haen, jos j.a.m. Van raay, and tom m. Van raaij ¿technical aspects of revision and functional outcome after revision of the oxford unicompartmental knee arthroplasty¿ the knee 23 (2016) 1020-1023. The reported event was unable to be confirmed due to limited information received from the customer. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A complaint history review was unable to be performed as the part and lot numbers are unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location unknown.

Event description:
It was reported in a journal article that six patients were revised to address malpositioning of the tibial component.